Manufacturer narrative:
Device expiration date: unknown. PMA/510(k) #: without knowing the lot # or manufacturer, the PMA/510(k)# could be either k151766 or k980987. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 7 syringe 3 ml ll 200 s/c experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no.: 309657. Batch no.: unknown. Complaint 2 of 2 - event date (B)(6) 2019. Description of issue: since march 7 or 8 times customer reported when withdrawing air from the syringe it was as if it was blocked. Customer reported this occurred before inserting the needle into the cartridge or filling syringe with insulin.